Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the interrogation for a generator change out due to elective replacement indicator (eri), noise was observed on the right atrial lead, which was reproducible with isometric testing. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.